Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿bending section hole punched (cut), defects along bending tube sheath¿ was confirmed. The following findings were also noted during device evaluation: due to clogging of suction tube in universal cord, foreign objects come out of suction port, no electrical continuity due to corrosion on distal end, due to wear of angle wire, bending angle in up direction does not meet the specifications, due to wear of angle wire, the play of up/down knob is out of specifications, adhesive on bending section has a chip, connecting tube has a dent, connecting tube has discoloration, and up/down knob has corrosion. Furthermore, as reported in b5 a foreign object came out of suction channel and this condition is attributed due to insufficient cleaning and handling problems. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer reported that it was unknown if the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that it was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that it was unknown if the facility flushed the air/water nozzle with water and air. The customer noted that it was unknown if the facility flushed air/water nozzle with detergent solution. The customer reported that they brushed the instrument channel, instrument channel port, and suction cylinder. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause of the foreign material remaining in the device could not be conclusively specified. It was not specified if the cause of the foreign material remained in the device since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. A device history review revealed reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the device during manufacturing. A service history review revealed that according to the latest repair history, the following repair was performed on jun 08, 2021 (repair request no. Nlnjcz58) insertion section insertion tube squashed- replaced control section play on angulation control knob- repaired insertion section bending tube insufficient angulation- replaced distal end nozzle insufficient water removal- replaced insertion section a-rubber scratched- replaced insertion section a-rubber glue chipped- replaced/insertion section insertion tube wrinkled- replaced this issue is addressed in the instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-190 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope had bending section hole punched (cut). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of suction channel there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.